Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the returned device showed the device gave an error alarm of "error 10102". The cause of the issue could not be definitely established.

Event description:
It was reported that during bench testing of the device the device gave an error alarm of "error 10102". No patient involvement.